Event description:
Set fell apart at seam while under pressure. Customer was operating hyperbaic chamber at 45ft below seawater and were infusing dextran to a male in his 20's with a skinflap. Within the first 30 minutes of treatment the tubing detached from the pass through connection resulting in the infusion being discontinued. Were then unable to infuse medication into chamber. Nurse asked the pt to clamp the tubing from inside but, he did not speak english and there was no interpreter available. Nurse felt that the treatment was too important to interrupt. Pt suffered no adverse sequelae.

Manufacturer narrative:
Examination of the eight returned sealed sets submitted for evaluation revealed secure tubing attachments to the hyperbaric door adapter on each pressure testing of each of the sets to 8 p.s.i.g. In accordance with specs revealed no leakage. Could not duplicate the reported complaint condition.